Manufacturer narrative:
The manufacturer previously reported information regarding a ventilator that was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step. The in line filter, prox, was replaced to resolve the issue. The air inlet foam filter and particulate filter were replaced to prevent failure. Final testing, battery check, valve check, run in tests, and cleaning were performed. The unit operated properly. Additionally, the in line proximal filter was returned to the philips investigation lab (pil) for further testing. Pil suspects that internal contamination of the in line proximal filter caused the test failure at service. No further investigation is required.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step. The in line filter, prox, was replaced to resolve the issue. The air inlet foam filter and particulate filter were replaced to prevent failure. Final testing, battery check, valve check, run in tests, and cleaning were performed. The unit operated properly.